Event description:
It was reported that the end cap of the triathlon tibial component was loosened and cut the lateral tibia about 6 months after the implantation. The tibial component was also loosened. The patient is female. She could walk. Before implantation, the patient has severe valgus deformity (fta 150°) maximum flexion angle was 90°. Lcl was not functional. Now, flexion angle is 120°.

Event description:
It was reported that the end cap of the triathlon tibial component was loosened and cut the lateral tibia about 6 months after the implantation. The tibial component was also loosened. The patient is female. She could walk. Before implantation, the patient has severe valgus deformity(fta 150°)maximum flexion angle was 90°. Lcl was not functional. Now, flexion angle is 120°.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding implant migration resulting in the loosening of the end cap of a triathlon ts tibial component and erosion of a tibial cortex was reported. The event was confirmed. No devices were returned for evaluation. The provided medical information was reviewed by a consulting clinician who concluded that: "the failure to gain stable fixation of the tibial component at the primary surgery, and placing it in varus, resulted in the component further migrating to the point where the distal keel engaged the lateral tibial cortex. Cyclic abrasion on the cortex likely resulted in the unscrewing of the tip and the ultimate erosion through the tibial cortex. Examination of the explanted components would confirm this mechanism and rule out factors of faulty prosthetic design, manufacturing, or materials." Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases show there have been no other events for the reported lot ID. The exact root cause of the event could not be determined because insufficient information was provided; however, it is presumed that based on the provided information, the reported event was caused by multiple factors; patient factors and the varus positioning of the tibial component. No manufacturing defects were observed.